Manufacturer narrative:
The reported event could not be confirmed. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. The instructions for use states: ¿when inserting a k-wire, it is imperative to continuously check the position of its tip with an image intensifier. Fluoroscopy is also necessary whenever cannulated instruments are advanced over a k-wire. Ensure that bone debris does not accumulate in the cannulation of the instrument to reduce the risk of instrument binding on the k-wire.¿ more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, in general breakage of k-wire could be due to handling failure or mechanical overstressing. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that during a right hip revision, the tips of 2 k-wires broke off in the patient's bone. The tips were retrieved out of the patient. Surgery was completed successfully with no surgical delay. Additional information: "they used the k-wire to ream over with a grey revision end mill. The tip of both guide wires broke. The broken tips were retrieved without incident."

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device is not available; hospital retained.

Event description:
It was reported that during a right hip revision, the tips of 2 k-wires broke off in the patient's bone. The tips were retrieved out of the patient. Surgery was completed successfully with no surgical delay.